Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated their initial report confirming the ins was replaced on (B)(6) 2019.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va0dyx5, implanted: (B)(6) 2014, ubd: 04-sep-2016, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was getting low impedances. It was believed that a factor leading to this was a titanium clip used for lead placement anchoring with bone cement. Impedance tests were performed and the issue was not resolved at the time of the report, but the patient was receiving therapy on the other contacts. The patient was having normal battery replacement and low impedances of 85 ohms on contact 9 were discovered in pre-op. It was not being used for therapy and remained low (95 ohms) after the replacement of the new ipg. Additional information received from an hcp of a clinical study indicated that no interventions had been taken. The etiology was stated to be related to the device or therapy and not related to the implant procedure. Refer to manufacturer report #6000153-2019-00002 for details pertaining to the related reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the ins was explanted and not replaced on (B)(6) 2019. It is unclear which device this is referring to and if this was conflicting information. Follow up for clarification was initiated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the outcome was unresolved with no further actions planned.